Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings:pump returned with visible moisture in the display lens. Pump has audible and vibratory features; but the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. Battery cap/cartridge cap returned with the pump. Battery compartment is cracked on the side near the threads. Corrosion observed inside battery compartment. Pump fails in-house leak test due to battery compartment leak. The pump cover was removed; internal moisture was present in pump unable to complete required investigation steps due to internal moisture damage in the pump. Unrelated to the complaint, the keypad is torn at the up key. Unable to test key keypad function due to moisture damage to pump. Removed keypad cover; no contamination was observed. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.